Manufacturer narrative:
(B)(4)

Event description:
The customer complained of questionable inr results on coaguchek xs meter with serial number (B)(4). The customer obtained the following inr results: 7:41 am: 4.4 inr, 7:44 am: 2.7 inr. The customer called technical support and performed a third test while on the phone, resulting as 2.5 inr. The customer's therapeutic range is 1.9 - 3.0 inr. Treatment was not necessary as the 2.5 and 2.7 inr results were within the customer's therapeutic range. The patient felt fine and walked 6 miles that morning. There was no adverse event. The customer mentioned he had difficulty getting blood for the test, but did not believe it took longer than 15 seconds to obtain a sample. The customer has no hematocrit concerns and does not have anti-phospholipid antibodies. He is not on heparin or additional blood thinners. He had no symptoms. The test strips were requested for return. The returned test strips were measured with a retention meter in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: masterlot & retention meter: 2.3, customer strips & retention meter : 2.3 inr. Donor #2: masterlot & retention meter: 2.7, customer strips & retention meter: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. Relevant retention test strips (lot 12804321) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The returned and the retention material meet the specification.